Event description:
A malfunction referred to as "malf 12" was reported by the customer, but no notable events occurred prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The malfunction code was resettable, and the customer was advised to call back for further assistance, with the case left open for additional follow-up.